Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the top half of the touchscreen unresponsive. No patient involvement reported.